Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jun-19 through may-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #484177. H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The arterial pressure, waveform, and baseline were not being displayed on the console. The customer attempted to use the transduced central lumen, but the pressure could not be obtained due to obstruction. After this issue occurred, blood pressure was obtained from the radial artery approach. The value of blood pressure was input after connecting with a transducer. Iab therapy was continued by ECG trigger source from an external monitor. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional information : event description / event site telephone / device available for eval / type of investigation (device discarded). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the arterial pressure was not being displayed due to a fiber optic sensor failure. The customer attempted to use the transduced central lumen, but the pressure could not be obtained due to obstruction. There was no patient harm or adverse event reported.